Event description:
It was reported that a patient's recent catheter had burst inside their bladder (batch# nggt2360). Also stated that several catheter balloon were deflated inside their bladder previously (batch# ngfx3156 and batch# ngfv3848). The customer wanted to make the representative aware in case of a production or batch error. Per follow-up information received from ibc on 23mar2023, stated that the foley catheter balloon of batch # nggt2360 was split, catheter balloon of batch # ngfx3156 was deflated and catheter balloon of batch # ngfv3848 was also deflated. The balloon appeared to be clean split. The customer was unsure if any material was left in bladder, so they escalated to general practitioner who didn¿t feel appropriate for a ultrasound scan to confirm this unless the patient becomes symptomatic. On 05mar2023, the previous foley catheter balloon inserted with batch # nggt2360 was split, on 11jan2023 the balloon deflated for which they were unsure of lot number as this was not documented (batch# unk) when it was inserted and on 26sep2022, the catheter balloon with batch # ngfv3848 deflated. They were unsure if balloon with batch nggt2360 was either deflated or split first and it was unable to determine. Upon arrival this catheter was already out due to falling out and already had split as per the picture provided.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that a patient's recent catheter had burst inside their bladder (batch# nggt2360). Also stated that several catheter balloon were deflated inside their bladder previously (batch# ngfx3156 and batch# ngfv3848). The customer wanted to make the representative aware in case of a production or batch error. Per follow-up information received from ibc on 23mar2023, stated that the foley catheter balloon of batch # nggt2360 was split, catheter balloon of batch # ngfx3156 was deflated and catheter balloon of batch # ngfv3848 was also deflated. The balloon appeared to be clean split. The customer was unsure if any material was left in bladder, so they escalated to general practitioner who didn¿t feel appropriate for a ultrasound scan to confirm this unless the patient becomes symptomatic. On (B)(6) 2023, the previous foley catheter balloon inserted with batch # nggt2360 was split, on (B)(6) 2023 the balloon deflated for which they were unsure of lot number as this was not documented (batch# unk) when it was inserted and on (B)(6) 2022, the catheter balloon with batch # ngfv3848 deflated. They were unsure if balloon with batch nggt2360 was either deflated or split first and it was unable to determine. Upon arrival this catheter was already out due to falling out and already had split as per the picture provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.